Event description:
It was reported the device activated unintentionally. A rotapro was selected for an atherectomy procedure. The device was used successfully to ablate the lesion. Prior to withdrawal, there was accidental burr reactivation as the user experienced a delay in the deactivation button. The procedure was completed successfully using this device. There were no patient complications.